Event description:
It was reported that the workstation on the 9900 system rebooted and locked up, while trying to save the first image of a case. Another system was used to complete the case. There was no report of patient injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.